Event description:
The customer reported via phone call that they experienced a blank display on the insulin pump. The customer's blood glucose at the time of the call was 324 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. The customer was advised to insert a new aaa alkaline battery, but the customer stated that the display did not return. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube. The functional tests could not be performed due to the blank display. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.